Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) fiber will not plug in, unit was switched. There was no patient injury reported.

Manufacturer narrative:
Updated: b4, d8, d9, g3, g6, h2, h3, h4 h6 (type of investigation, investigation findings and investigation conclusions) and h11 it was reported that the cardiosave intra-aortic balloon pump (iabp) had a fiber optic that would not plug in. There was patient involvement and no harm or injury reported. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they were unable to reproduce the failure. The unit passed all functional and safety tests and was returned to customer.

Event description:
N/a